Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. The customer reported that the pump turned back on without being plugged in. Customer's blood glucose level was 166 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.